Manufacturer narrative:
Cmpl- (B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the abdomen. On 09/25/2024, the patient was just having a normal day and her sensor kept reading low. The patient was not feeling hypoglycemic so she took a bg reading which was 200 mg/dl. There were no symptoms reported. She self-treated with insulin shots and she drove herself to the hospital where she works as a nurse. There she was treated with long-acting insulin shots and hydration bags (intravenous (IV) fluids). The patient decided to remove her dexcom and placed a new one. At the time of the event the patient was actively checking her glucose using her accu check meter and the bg reading decreased to 120 mg/dl when she left the hospital. At the time of the report the patient was feeling okay. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.